Event description:
Philips received a complaint on the intellivue mp50 indicating that alarm limits are not sounding. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue is unknown ; the reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI.